Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise, and oversensing. Pocket manipulation and isometrics did not reproduce the noise; however, when the patient would lean forward, the noise was reproduced. The patient was not pacemaker dependent. A lead revision was performed. Troubleshooting was performed and the lead was tested via the pacing system analyzer (psa) during the revision, and no issues were noted. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.